Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Functional analysis could not be performed as the balloon lumen was occluded with dried contrast, and it was not possible to unclog it. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole located at the distal section of the body of the balloon, thereby confirming the reported event of balloon leak. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In (B)(6) 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking when inflated. The procedure was completed with another hurricane rx dilatation balloon. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. There were no patient complications reported as a result of this event.